Manufacturer narrative:
Visual inspection was not performed as the lens has not been returned. The reported complaint cannot be confirmed. Manufacturing records were reviewed and the lens was manufactured according to specification. There were no non conformances with respect to the manufacturing process. There are no associated nonconformity reports or deviations. The complaint related test is the dimensional inspection performed at lens generation. The results show all dimensions are within specification. The results of the optical measurement performed at final inspection were reviewed. The in-line optical inspection data shows the lens is within specification in terms of optical and cylinder power and resulting contrast. A search on complaints revealed no other complaints were received for this order number to date. During the manufacturing record review for this serial number, no non-conformances or assignable causes were identified. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. A section for the selection and placement of the lens and a warning about lens rotation is provided in the dfu. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
(B)(4). If implanted; give date: patient reported lens was implanted two (2) weeks ago and based on patient contact on (B)(6) 2015, the best estimate implant date has been entered as (B)(6) 2015, ((B)(6) 2015). If explanted; give date: na (not applicable) to date, the intraocular lens remains implanted. All pertinent information available to abbott medical optics has been submitted.

Event description:
The patient contacted abbott medical optics to report that the intraocular lens (iol) implanted in his right eye has shifted 10 degrees. At the time of the call on (B)(6) 2015, it was two (2) weeks post surgery. Patient reports his vision is not sharp. Patient had a tecnis toric lens, model zct225 implanted in his left eye four (4) weeks ago and this eye is crystal clear. Patient was going to be following up with his doctor. No further information was provided.